Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's (B)(4) regarding an alarm on the homechoice (hc) machine during dwell 3 of 3. The home patient (hp) initially stated there was a leak in the supply bag. Upon follow-up, the caregiver (cg) stated she had checked the bags and there were no leaks coming from the bags and they did not know where the leak was coming from. The cg stated the hp checked the bags before connecting and there was a bit of condensation on the bags which the hp wiped off. When the alarm and leak occurred, the patient was connected to the cycler and the patient was on the last bag. The hp was to follow up with manual supplies and baxter advised letting the registered nurse (rn) know about the alarm. There was no patient injury or medical intervention was reported.